Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump battery compartment was observed to be cracked. The battery cap tightened securely to the pump and the pump was able to be exercised for 24 hours without issues. Unrelated to the complaint, the display screen was found to be dim and the keypad was found to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
The reporter stated that the pump was randomly flashing the verification screen. The reporter stated that the battery cap was not changed and there was no damage to the pump casing, however the keypad was found to be peeling. The reporter stated that the pump was not exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.